Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-52, lead, implanted: (B)(6) 1996; 5071-53, lead, implanted: (B)(6) 2012; 4524-45, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that during an rf (radio frequency) ablation procedure, it was noted that the patient was in a tachyarrhythmia. The clinician was using the ep study screen (defib) of the programmer and clicked the "deliver defib" button. It was then noted that the arrhythmia self-terminated at which point the clinician selected "abort", but after 10-15 seconds the device still delivered a shock. It was noted that the programmer head had been taped down to the patient's chest with wireless telemetry turned off, per the clinic's standard procedure. It was also noted that at the time of hitting "abort", ablation was not being used and there was no ablation catheter in the body. It was further reported that the device longevity did not last four years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.